Event description:
4 high rate non-swtained episodes most recent on (B)(6) 2021 at 02:21. Ventrkular oversenslng on all egms. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)